Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device and non-boston scientific right atrial lead, exhibited episodes of atrial tachy response (atr). A technical service consultant advised this could be related to loss of capture or a possible medical condition. The device remains implanted. No adverse patient effects were reported.